Manufacturer narrative:
Customer has indicated that the product will be returned for evaluation. Once the evaluation is completed a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during sterile processing inspection it was noticed that the tibial impactor head was missing plastic piece.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.